Manufacturer narrative:
Concomitant medical products: - gore® excluder® aaa endoprosthesis - stent graft contralateral leg endoprosthesis (plc271000 - (B)(4), plc201400 - (B)(4)). - gore® excluder® aaa endoprosthesis - stent graft iliac extender endoprosthesis (pll161407 - (B)(4)). (B)(4). Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® excluder® aaa endoprostheses was used to treat a patient with an abdominal aortic aneurysm on (B)(6) 2022. On (B)(6), 2022, it was reported that a small type 1a endoleak was found. Reintervention with an implant of a gore® excluder® aaa endoprostheses (aortic extender endoprosthesis) is planned for (B)(6) 2022.

Manufacturer narrative:
B5: updated event description: reintervention with an implant of a gore® excluder® conformable aaa endoprosthesis ((B)(6). ) and endostaples was performed on (B)(6). 2022. The patient is being monitored. Corrected h6: corrected health effect - clinical code to: e2121 - endoleaks. Code 1708 was inadvertently entered and should be removed. Corrected health effect - impact code to f1901 - additional surgery. Code 4642 was inadvertently entered and should be removed.